Event description:
It was reported when using the bd preset¿ eclipse¿, the device experienced insufficient blood flow. The following information was provided by the initial reporter. The customer stated: the customer's report is that the hcp connected abg to a winged needle and attempted to draw blood but could not draw it with the plunger.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2022-10-03. The following fields have been updated with corrected information: imdrf annex a code: a0406 material deformation. B.5 describe event: it was reported when using the bd preset¿ eclipse¿, the plunger was deformed. The following information was provided by the initial reporter. The customer stated: the customer's report is that the hcp connected abg to a winged needle and attempted to draw blood but could not draw it with the plunger. H.6. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for deformed plunger stopper with the incident lot was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and upon completion the indicated failure mode for deformed plunger stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode deformed plunger stopper. Bd has initiated further root cause investigation relating to the issue of deformed plunger stopper through corrective and preventive actions.

Event description:
It was reported when using the bd preset¿ eclipse¿, the plunger was deformed. The following information was provided by the initial reporter. The customer stated: the customer's report is that the hcp connected abg to a winged needle and attempted to draw blood but could not draw it with the plunger.